Event description:
The patient had completed his dialysis treatment and the nurse was in the process of returning the blood from the extracorporeal circuit. The patient was talking and then suddenly became unresponsive. The patient experienced a cardiopulmonary arrest and was transported to the emergency department where he expired. Reportedly, the patient died from a "sudden cardiac event/arrhythmia". The phoenix machine was inspected by a gambro technical service representative on (B)(4) 2013. The machine was functioning properly and performing to manufacturer's specifications. The cartridge blood tubing set and bicart were discarded and not available for investigation.

Manufacturer narrative:
The bicart product involved in this incident was not available for investigation and the bicart model and lot number could not be provided by the facility. Bicart not provided.